Manufacturer narrative:
The pod was received with the soft cannula deployed. The soft cannula was observed to be stretched and measured out of specification at 1.0985 inches in length. Fluid path testing found a tear in the exposed portion of the soft cannula which resulted in fluid leaking from the device. It could not be determined when or how this damage occurred. The download data from the pod contained no timeouts or drive stalls, indicating that there was no struggle to deliver insulin. The data showed that an 0x1c alarm had been generated by the pod, indicating that the pod reached the expiration time of 80 hours.

Event description:
It was reported the patient's blood glucose level rose to 480 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (arm), the pod's cannula was found bent. The patient reported the pod was leaking. As treatment the patient replaced the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.